Event description:
During a procedure for a fifth metatarsal fracture, the cannulated screw was being drilled in when the threads spiraled off the shaft. One of the cutting flutes may have jammed or broken causing the threads to unravel. The surgeon backed out the screw, removed all fragments and replaced with another screw.

Manufacturer narrative:
Add'l info has been requested. Subject device was removed intraoperatively. Investigation is ongoing; no conclusion could be drawn as no device was returned or lot number provided. Synthes is unable to determine manufacturing date without a lot number.